Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. It was also received with cracked display window corner, cracked lcd window, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in saltwater and then, the display went blank. Blood glucose value was 320 mg/dl. He had reverted to manual injections. The insulin pump was replaced and returned for analysis.